Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had three stored episodes from a single night. Technical services (ts) analyzed device episode data and found that there was oversensing of atrial fibrillation (af) with rapid ventricular response (rvr). This resulted in one inappropriate shock during the treated episode. Ts suggested reprogramming with other vectors as this occurred in the secondary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.